Event description:
The device istent infinite was employed in an attempt to lower eye pressure in a glaucoma patient. The procedure not only failed to lower eye pressure but damaged the vision in that eye.